Event description:
The customer reported that the system uninterrupted power supply (ups) located in a room behind the scan room overheated and caught fire. The system was not in clinical use at the time. The fire alarm was activated and the fire department was called to extinguish the fire. There was no injuries attributed to the smoke or fire.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).